Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead interrogated several short interval counts (sic). The lead remains in use and continue to be monitored. No patient complications have been reported as a result of this event.